Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, just over four months after the implant was placed in site #5 in type I bone, non-osseointegration was observed. The patient experienced pain following the event. A bone graft was placed. 60 ncm of torque was applied during implant placement. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, just over four months after the implant was placed in site #5 in type I bone, non-osseointegration was observed. The patient experienced pain following the event. A bone graft was placed. Sixty (60) ncm of torque was applied during implant placement.